Event description:
We received an allegation about discrepant results for 1 patient sample tested with glucose hk gen.3 assay and 1 patient sample tested with phosphate (inorganic) ver.2 assay on a cobas c 703 analytical unit. Sample 1: glucose: initial result: 139 mg/dl. Repeat result: 678 mg/dl (tested on a c 503). Sample 2: phosphate: initial result: 0.356 mmol/l. Repeat result: 1.52 mmol/l (tested on a different c 703). The ward physician noticed that the initial results did not match the patients' clinical pictures, prompting the repeat of sample 1 and sample 2. The repeat results were consistent with the patients' clinical pictures.

Manufacturer narrative:
The glucose hk gen.3 reagent lot number was 91927601 with an expiration date of 28-feb-2027. The phosphate (inorganic) ver.2 reagent lot number was 92792301 with an expiration date of 31-mar-2027. The calibrations for glucose and phosphate were performed on 11-apr-2026, and they both were acceptable. The qc for glucose was within the ranges, but at the upper limit. The qc for phosphate was outside the ranges. The field service engineer (fse) found that the sample needle cap was not properly sealed. He replaced the sample needle. Precision studies, calibration, and qc were performed, and they were within specifications. The service actions of replacing the sample probe resolved the issue. The cause of the event was consistent with a hardware issue (defective sample probe).